Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with cracked case on display window corners, reservoir tube and lip, battery tube threads, and missing end cap sticker.